Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The allegations electrical and physical were confirmed with observation of conductor fracture 18.7 cm from terminal pin and it appeared to be at distal end of suture sleeve tie-down. According to aden hills analytical laboratory, fracture is consistent with fatigue due to surface imperfection. X-ray showed cathode (inner) coil fractured (bird's nest) near the terminal end, damage most likely associated with helix extension/retraction and was likely occurred at explant.

Event description:
It was reported that this lead exhibited high impedance threshold which it may have been contributed to a suspected fracture. A surgical revision was performed in which the lead was extracted and replaced. No additional adverse patient effects.

Manufacturer narrative:
The product has been received for analysis. Once the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this lead exhibited high impedance threshold which it may have been contributed to a suspected fracture. A surgical revision was performed in which the lead was extracted and replaced. No additional adverse patient effects.